Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) model 3058 serial # (B)(4) determined while monitoring output and pressing on the ins, output was unstable and eventually would power on reset (por). The device was cut open and the por was confirmed when the crystal on the hybrid was pressed on.

Event description:
A loss of therapeutic effect was reported. On (B)(6) 2011, the entire sys was reprogrammed and four different programs were created. On (B)(6) 2011, the pt lost therapeutic effect and the pt programmer told her to call her hcp. On (B)(6) 2011, the pt was reprogrammed but lost sensation again at night with a por. The pt was scheduled to see her hcp with the device in por. The pt saw her hcp and the device was replaced. Everything was reported as okay now.